Event description:
The ventilator was connected to a patient. The customer reports that the ventilator failed to cycle in the pressure control mode at a pressure level set below 14 cm h20. Above 14 cm h20 the ventilator would operate to specifications.